Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4), date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via manufacturing representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient had a lack of efficacy after implant. The rep stated that the patient changed her program shortly after implant. The rep noted that the patient's device worked only during her test and not after the ins was attached. The rep mentioned that he was aware and made some program changes with her. The rep reported that the hcp decided to take her to the operating room for a lead revision and re-stage there. It was also stated that the hcp booked a (B)(6) for the re-evaluation of this patient and she was currently evaluating the new lead. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was not determined and the issues were not resolved. The manufacturing representative stated that the patient was currently doing a stage 1 and was in the middle of her test. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.